Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations and the introducer sheath was loaded backwards. The embolization coil was intact with its pusher assembly and the coil had offset coil winds. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil had offset coil winds. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, offset coil winds may result. The offset coil winds likely contributed to the inability to advance the smart coils through the hub of the microcatheter and the introducer sheath. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple location. Some of these kinks likely occurred due to forceful advancement against resistance, and the rest of the kinks were likely incidental and may have occurred from packaging the device for return to penumbra. It is not known whether the introducer sheath was backwards during the advancement of the coil. It is likely this was re-sheathed backwards post-procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery- posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, while attempting to insert a smart coil into a non-penumbra microcatheter, the physician experienced resistance just after passing through the hub of the microcatheter; therefore the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.